Event description:
The lay user/reporter called lifescan (lfs) on october 30, 2006 and alleged that his meter was reading inaccurately erratic. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained and a letter was mailed on novermber 3, 2006 since the user could not be reached by telephone for further clarification. On october 30, 2006, at 5:00 p.m., the patient tested his blood glucose and obtained and result of 171 mg/dl. He took his insulin, which was based on the meter result. About 5 minutes later, the patient began to feel hypoglycemic. He reported that his heart was racing, his arms were jerking, and he was sweating. He retested on his meter and obtained a result of 49 mg/dl. He drank a soda and felt better soon after; he then called lfs for assistance. He did not seek any medical attention. It would have been helpful to know his medication regimen and to clarify when the patient's symptoms began. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported as the precision test failed and the patient became hypoglycemic after taking insulin, which was based on the meter result. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter dose not pass inspection, lifescan will inform FDA of the results in a supplemental report.